Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a left heart catheterization diagnostic procedure using a 6f sheath. Reportedly, the footplate was stuck and wouldn't close. The device then broke (was separated at the guide but was held together by the actuator wire) and was removed via surgery. Part of the plastic ended up in the patient's artery and was removed by the vascular surgeon. Hemostasis was achieved via a suture and patch done by vascular surgeon. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.